Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was kinked in multiple locations and severely kinked approximately 86.0 cm from the hub. The black tubing distal to the hub was damaged. Conclusions: evaluation of the returned device confirmed that the velocity was kinked. This type of damage typically occurs due to improper handling during removal from its packaging. If the device is forcefully withdrawn from its packaging at an angle, damage such as this may occur. Further evaluation of the velocity revealed that the black tubing distal to the hub was damage. The root cause of the damage to the black tubing could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the velocity delivery microcatheter (velocity) was kinked in the shaft upon removal from the packaging. The damaged velocity was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new velocity.